Event description:
A surgeon reported that during implantation of an intraocular lens (iol) after injecting iol with company cartridge device, there was a long, linear scratch on the posterior face of the optic right through the visual axis. This was noted immediately after injection. The scratch was central in location and along the long axis of the rolled iol. Upon injection, the scratch would be at 3-9 o¿clock, but when positioned the lens into the bag, and rotated it about 90 degrees clockwise to arrive at the 6-12 orientation. The iol was left implanted. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A photo was provided of the lens in the eye. What appears to e a linear mark is observed on the posterior surface. Unable to determine if this is a crack or a scratch from the photo. The manufacturer internal reference number is: (B)(4).